Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned. The guide wire separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the hi-torque balanced middle weight (bmw) elite guide wire, the guide wire separated; therefore, the guide wire was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. An unspecified guide wire was used to successfully complete the procedure. There was no additional information provided.